Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine [14 mg/ml] at a dose of 0.76 mg/day. It was reported the patient had a number of complications with their previous pump. The hcp reported she did not know the whole event since she was not the managing hcp at that time, but she stated it had to do with the pump placement. The hcp stated they eventually replaced that with the current pump, and the current pump had no issues with it. The reason for the call was the hcp wanted to review the lowest programmable rate for the pump. The hcp stated she was weening the patient off their pump because she had started medical marijuana and no longer needed the pump. No further actions were need at that time. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications were reported.